Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer says the user was stuck in the lift up in the air. Dealer went out to see her and fixed the controller and all has been repaired. MDR filed.